Event description:
Pt. States that hand struck table edge at IV site. Nurse found the 18ga cannula separated from the hub of IV. Nurse placed light tourniquet on was able to palpate cannula in vein, surgeon called, cannula was surgically removed, vein repaired.